Event description:
It was reported to philips that pins on the battery pca were bent. There was no patient involvement reported. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. Pin 5 on both the j1 and j2 connectors was found to be bent.

Event description:
It was reported to philips that pins on the battery pca were bent. There was no patient involvement reported.